Event description:
It was reported that the lights on the remote monitor had been flashing. The patient unplugged and replugged the monitor; the lights longer flashed. "Several days later" the patient noticed the lights flashing. The patient repeated the previous steps and a manual transmission was attempted, the monitor had a "yellow light" but did not respond. The monitor will be replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.